Manufacturer narrative:
Weight, ethnicity, race: unk. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm tmicl13.7 lens, -6.5/+1.5/096 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2019. The surgeon states the lens is too large and the vault is too high. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Previously stated that the lens remains implanted. Updated information: the lens has been returned and evaluated, therefore the lens has been explanted. No additional information is known. Explant date: unk. Device evaluation: the lens was returned in a lens vial, in a sterilization pouch. Visual inspection found that the haptic was torn. Patient code updated: 3191 no code available (secondary surgery, lens explant). Claim#: (B)(4).